Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for physical evaluation. The exterior visual inspection of the returned part found the terminal ends on the wires from the transformer to the rectifier to be charred and discolored. No other components were found damaged or charred. The power supply (in as-received condition) was installed onto a test machine to test for the reported failure. The test machine was unable to power on with the returned power supply. The power supply was removed from the test machine to replace the transformer. The transformer was replaced and the power supply was reinstalled onto the test machine. The test machine powered on without failures. A rinse program was completed without failures, dialysis functioned properly, and the self-test program was completed without any failures. Furthermore, the transformer did not incur any damage during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be damaged terminal ends on the wires from the transformer to the rectifier.

Event description:
A user facility biomedical technician (biomed) reported to technical support (ts) that a fresenius 2008t hemodialysis machine gave an e.08 blood pump +24v error alarm and displayed an arterial blood pump no communication message. The biomed had already replaced the blood pump module. The ts representative advised them to also replace the power supply. Upon follow-up with the biomed, it was confirmed that the issue was resolved by replacing the power supply. It was also confirmed the machine had been returned to service. There was no patient involvement associated with the reported event. No photos were available for review and the biomed stated the sample would not be returned. Despite this, the power supply was returned to the manufacturer for physical evaluation. Upon evaluation of the part by the manufacturer, charring was found on the terminal ends of the wires from the transformer to the rectifier.